Event description:
The customer contacted physio-control to report that their device restarted twice, each time after delivering therapy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Additional information about the patient received. The customer provided physio-control with all the available patient information. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Physio-control contacted the customer and no known impact or consequence to patient was reported. The customer has been contacted multiple times and has not been able to provide patient information. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio reviewed the device data and was not able to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device restarted twice, each time after delivering therapy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.